Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz1000 china sample was received without packaging for investigation. The customer reported that the affected sample was from lot 25017218 and that "during use of this product, drug leakage occurred". A visual inspection of the returned sample confirmed the customer's experience where a hairline crack could be seen on the female luer adaptor (fla) of the maxzero. The returned sample was subjected to leakage testing in order to replicate the customer's experience; leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25017218 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: this product has experienced drug leakage during use. 26 units are affected.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.